Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was not booting correctly. Verified dvd connections and reseated internal mvs components. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting up the system the mobile view station (mvs) will have a black screen and the it will state no video input mini display port no signal. No patient present.